Manufacturer narrative:
The pdm was found to have a non-functioning bg meter board that did not result in an alarm. The pdm would not give bg readings upon strip insertions or sst test. Replacing the bg board resolved this issue. Upon inspection of the bg meter board, the center sensor beam was found to be bent away from board preventing connection to the test strip. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported by the patient that they had bg (blood glucose) values reaching 273 mg/dl. Patient stated the pdm screen stays on the drop blood screen. No further information available.